Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On 11/may/2022, a patient contact reported to fresenius technical services this 56-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on 11/may/2022 due to symptoms from a viral pneumonia infection (exact symptoms unknown). The patient was able to safely disconnect from the liberty select cycler to be transported to the hospital by emergency services. The patient was hospitalized on the same day and received a diagnosis of pneumonia. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on 14/may/2022. It was confirmed the patient¿s viral pneumonia infection, the associated symptoms and hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while continuing ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this 56-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on (B)(6) 2022 due to symptoms from a viral pneumonia infection (exact symptoms unknown). The patient was able to safely disconnect from the liberty select cycler to be transported to the hospital by emergency services. The patient was hospitalized on the same day and received a diagnosis of pneumonia. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s viral pneumonia infection, the associated symptoms and hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while continuing ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: h1.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 11/may/2022, a patient contact reported to fresenius technical services this 56-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler needed to discontinue a pd treatment to report to the hospital. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on 11/may/2022 due to symptoms from a viral pneumonia infection (exact symptoms unknown). The patient was able to safely disconnect from the liberty select cycler to be transported to the hospital by emergency services. The patient was hospitalized on the same day and received a diagnosis of pneumonia. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s viral pneumonia infection, the associated symptoms and hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while continuing ccpd therapy on the same liberty select cycler at home post-discharge.